Event description:
It was reported that complete heart block (chb) occurred. Access was gained through the right transfemoral. Pre balloon valvuloplasty was performed and a 25mm lotus edge valve was deployed. The patient developed complete heart block during valve deployment and a pacemaker was implanted after the procedure was complete to treat the event. The patient was discharged home and is doing fine.